Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been suffering from an infection around the implant's stimulator and has been hospitalized. It is planned to explant the user and leave the electrode array inside the cochlea, so that the user can be reimplanted once the infection is sorted.